Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. The system is operating as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system is not booting up. No pt injury was reported.